Manufacturer narrative:
Product event summary: the full lead was returned, analyzed andanalysis was performed and no anomalies were found.

Event description:
It was reported that there was high impedance measured after the lead was placed. The lead attempted and not used. Another lead wasused. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.